Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been complete at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.